Event description:
During a surgical procedure, the user attempted to activate and expose the fluoroscan c-arm via the x-ray collimator assembly keypad. The exposed key on the keypad assembly would not respond and the image could not be taken. This is a repeated failure of this key. The users are aware that the key has to be depressed 2 times in rapid succession, simular to a double mouse click. Several keypad assemblies as well as manufacturer service support and visits could not find failures. This is the fifth time that this exact failure has occurred during a procedure requiring the unit to be switched out. In addition this same failure has occurred in our other c-arms of the same model prompting us to medwatch report.